Manufacturer narrative:
Concomitant medical product: 419688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted some t-wave oversensing on some stored atrial tachycardia/atrial fibrillation episodes. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.